Event description:
Per the clinic, the patient experienced pain around the implant. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012. Additional information has been requested but has not been made available.

Manufacturer narrative:
Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013 this report is filed (B)(4) 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4)